Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that a spring detached from the device was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the cutter device could not be inserted and there was component damage. It was further determined that the device failed pretest for cutter insertion. The assignable root cause was determined to be traced to component failure from normal wear. Reporter's phone number:(B)(6). Initial reporters complete address was not available. UDI: (B)(4).

Event description:
It was reported from (B)(4). That following an unspecified surgical procedure, it was observed that the craniotome attachment device spring detached. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.